Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6. Further investigation was performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic "colonic procedure", the thick part of the coil sheath of the rotatable clip fixing device was missing. It did not fall into the body when it was checked. After that, when water was poured from the biopsy channel, it came out and fell off into the colon. The fallen part was retrieved with grasping forceps. The device was replaced, and the procedure was completed. There were no reports of further patient harm. The facility's cleaning method is performed under the following conditions using another company's endoscope reprocessor: no ultrasonic cleaning, lubricant applied to the surface and sterilized with "sterrad". It was additionally reported that the device was opened in 2021 so it was thought that the appropriate period of use may have been exceeded, and that there may be some deterioration over time.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot number), d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the coil sheath was broken about 55 mm from the distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the failure occurred through the following mechanisms: 1) over years of use, the following handling repeatedly applied excessive loads, such as bending and tensile forces, to the welded portion at the distal end of the coil sheath. The device was inserted into the endoscope at an angle against the biopsy valve. The device was withdrawn from the endoscope at an angle against the biopsy valve. The device was forcibly inserted when insertion was difficult, such as when the endoscope was at a steep angle. ·during reprocessing, the insertion portion was tightly coiled and strongly rubbed. 2) due to repeated loads during use beyond the service life, the strength of the coil sheath weld had deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.